Event description:
The pump was removed prophylactically to avoid in-vivo battery depletion. The pump was returned to the manufacturer for disposal only. The patient recovered without sequela. The pump was delivering lioresal.

Manufacturer narrative:
Catheter: model 8731; serial # (B)(4); implant date: 2004 (B)(6); explant date: na. Analysis of the pump revealed the battery resistance was high. The eri (elective replacement indicator) was due to time progression. Analysis of the catheter revealed no significant anomalies; acceptable catheter testing.